Event description:
A hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, fluid started flowing out of the cervix half way through the ablation. The patient sustained a cervical and partial vaginal burn, which was treated with silvadine cream. During the case, the physician wiggled the sheath in order to maintain a good seal. There is no further information regarding the patient.

Manufacturer narrative:
Device is not expected to be returned because of reasons not disclosed by the user; therefore, no product analysis could be performed. The doctor performing the procedure has confirmed that it was his movement of the sheath was the cause of the burn, and no perforation occurred. The fluid leaking from the cervix are the result of user error and lack of a proper cervical seal; please refer to pages 6 and 7 about the warnings and precautions of hta which include the cervical seal as well as pages 38 and 40 which discuss the importance of the seal and ensuring the seal throughout the procedure. Page 48 also discusses the fluid loss alarm error message and the importance of ensuring the seal is intact.